Event description:
The clinician reports the implant was inserted (B)(6) 2006 in the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and inadequate bone quality/quantity. No product was returned to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility and abscess. No further patient complications were reported.